Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: water removal ability did not meet the standard value to clogging of the nozzle, bending angle in up direction did not meet the standard value due to wear of angle wire, the play of upward/downward knob is out of the standard value due to wear of angle wire, the adhesive on the bending section cover had a chip, the adhesive on the bending section over had a crack, adhesive on the bending section cover had white-clouded area, adhesive around the light guide lens had white-clouded are, adhesives around objective lens had white-clouded area, the universal cord had a scratch, the flexibility adjustment ring had a scratch, the grip had a scratch, switch 1 had a scratch, paint on the suction cylinder was peeled, paint on the air/water cylinder was peeled, the control unit had discoloration, the plastic distal end cover had a scratch and the connecting tube had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that while using the colonovideoscope, the unit experienced water supply failure. There were no reports of patient harm associated with the reported event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction found a foreign object came out of the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.   A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured.   The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. The event can be [detected/prevented] by following the instructions for use which state: the instruction manual operation manual¿ gif/cf/pcf-290 series, chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual reprocessing manual¿ gif/cf/pcf-290 series, chapter 5 reprocessing the endoscope (and related reprocessing accessories)¿ describes the methods for prevention. Olympus will continue to monitor field performance for this device.